Event description:
Reporter indicated that pt was scheduled for ncp system explant due to infection. It was reported that the pt continues to have seizures and developed an infection at one of the incision sites.